Event description:
It was reported that the insulin pump alarmed compromised force sensor system and that insulin squirted out during the manual prime process. The caller did not know the blood glucose reading. The caller advised that the customer was disconnected during the prime. The caller stated that the insulin pump had not been bumped, dropped, or exposed to water. The caller did not observe any damage to the drive support cap and had not been pressed in while the user was connected to the device. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a missing end cap sticker, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.